Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set tubing detached from hub. The infusion set was in use for 1-2 days. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.